Event description:
On 03/13/1998 following a catheterization procedure, a physician attempted to place an angio-seal device in a pt's groin. Hemostasis was not acheived, therefore manual pressure and a c-clamp were used with successful control of the bleeding. A few hrs later the pt developed an ischemic right limb. A vascular consult was obtained, and the pt was taken to the or where the common femoral artery was found to be occluded. A foreign body was identified in the lumen of the right common femoral artery, just inside the puncture site and incorporated in the occluding thrombus. A right femoral thromboembolectomy with patch angioplasty, and right lower limb fasciotomy were performed. The pt's tibial pulses were present, although the pt experienced "foot drop" (no documentation associating this event with the angio-seal or subsequent removal). On 03/24/1998 the pt was seen by his physician for routine follow-up; his fasciotomy incision was noted to be markedly erythematous, and the physician suspected cellulitis. The pt was placed on keflex (four times a day, 10 day course).